Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) meter read "high". Reportedly, customer went to the emergency room with a bg 500 mg/dl and was then hospitalized. Customer arrived to the hospital with a bg of 289 mg/dl. Bg was treated with fluids, manual injections, and intravenous insulin drip. Customer was released from the hospital on (B)(6) 2018. Reportedly, customer had manual injections available as alternate insulin therapy.